Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was further reported that the lead had no capture. It was noted that the patient is taking park in the product surveillance registry study.

Event description:
It was reported that during the implant procedure, the left ventricular lead had high impedance in multiple vein locations with high thresholds. It was decided to remove and replace the lead. No patient complications have been reported as a result of this event.